Event description:
It was reported the physician advanced the endoscope and was visualizing the insertion. When the scope was retracted to release it from the distal end of the device, it was noticed the retainer band was broken. The device was removed and the esophagus examined with the endoscope. An esophageal laceration was observed. The physician decided to open the patient and repair the damage because of the laceration size. Follow-up three days later with the physician found the patient doing well. The patient was discharged the following day.